Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that during the surgery, the surgeon said the unit "delivered too less power". The specific type of cusa excel console and serial number of the unit were unk. There was pt contact. It was unk if there was any pt injury or death alleged. No other info was provided. Add'l clinical info has been requested.